Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed, "no disposable, clamp tubing," during patient infusion. Per reporter, the programmed rate was 2.6ml per hour, the remaining volume was 41.6ml, and volume given was 210.4ml. The event occurred at the patient's home. No symptoms were reported. Per reporter, the pump was running again by the end of the call.

Manufacturer narrative:
D5: corrected. H6 codes: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.